Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm and also insulin pump uses more insulin to prime. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.